Event description:
New information received indicated that the lead exhibited loss of capture due to dislodgement.

Event description:
It was reported that the patient presented in clinic. Analysis noted that the left ventricular lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.